Manufacturer narrative:
As reported, patient experience persistent pain, discomfort and inability to walk post implant of keyhole pre-shaped mesh. Additional information cannot be requested. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Pain is listed in the adverse reactions section of the instructions-for-use supplied with the device, as a possible complication. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 999 units released for distribution. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported via ansm report ((B)(4)): on (B)(6) 2022 the patient underwent left inguinal hernia repair with the implant of bard pre-shaped mesh. Date of occurrence: (B)(6) 2022. Description of the incident: "several episodes of discomfort in the days following the procedure, severe pain, inability to walk. Comments: little improvement following the procedure, pain during even the slightest exertion, difficulties performing my job. Pain worse than before the surgery" type of surgery: left inguinal hernia repair current patient status: regular pain at the site of the surgery actions taken by the healthcare facility to treat the patient: nr.